Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was currently hospitalized due to a high blood glucose level. Blood glucose level at the time of admission was over 700 mg/dl. Blood glucose level at the time of the call was 431 mg/dl. Customer stated that she had been receiving recurring no delivery alarms. Troubleshooting was not completed, and the insulin pump was not replaced or returned for analysis.